Manufacturer narrative:
Additional contact: (B)(6). Occupation: clinician.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump infused beyond 72 hours despite the patient being advised that cartridges need to be changed every 72 hours. The patient was using a pump from 2018 which was due for service on (B)(6) 2019. The patient reported that she replaced her site because her previous site fell out. She did not know how long the site had been out for but she re-started her infusion at 0.030 ml/hr (37 nkm) and had been running for 3hours. The patient did not report any adverse effect and would call her doctor if any developed. The patient had a backup pump and was able to continue receiving a life sustaining infusion of remodulin mdv 10mg/ml (dose: 37 ng/kg/min at a continuous rate) for pulmonary arterial hypertension (pah). There was no reported adverse event.